Event description:
It was reported that the patient had difficulty charging the ipg due to the depth of the pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remained implanted and was able to connect to the charger without difficulty.